Event description:
It was alleged that the infusion device switched to basal profile 2 unintentionally. The patient reported that the device was in run mode with a current basal rate of 0.0 units per hour, the customer discovered the device was operating in basal profile 2, but his basal rates are programmed for profile 1. The customer experienced elevated blood glucose levels.